Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed all of the functional tests. However, intermittent button response was noted during testing due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was at 236 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.